Event description:
Device/procedure outcome: procedure completed,unable to use device - attempted,different device used (same model) patient outcome: f26: no health consequences or impact. Event description: starter guidewire got stuck in the farawave catheter during preparation of the system prior to introducing the catheter into the faradrive sheath. There was no problem testing the basket and flower shape but when the physician tried to retract the guidewire into the tip, it was impossible to move. Is capital equipment involved? No have you attached a photo or a video? No clinical trial? No time of event prior to or during procedure/post sedation/sedationunknown actions taken: replaced catheter when was issue identified? During procedure: introduction for each product that you indicated a performance issue, describe issue and detail when identified: starter guidewire got stucked in the farawave catheter during preparation of the system prior to introducing the catheter into the faradrive sheath. The guidewire was not able to be pushed in or pulled out from the farawave catheter can you please provide photo/s if there is any? No if no what is reason? I didn't take a photo how was the issue resolved? What troubleshooting steps were taken? The farawave and starter gw was replaced with new farawave catheter and starter guidewire. Procedure competed without any other problem. Event date: 2025-12-17 as reported device codes: 1457: entrapment of device or device component as reported patient codes: 9398: no clinical signs, symptoms or conditions.

Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The guidewire was returned without the catheter; analysis was completed on the guidewire as returned. A visual and microscopic examination of the returned product was completed, and the following features were observed: this is a 3-piece construction: coil, core, and ribbon. The ribbon and coil are welded at the distal end, and the ribbon, core and coil are welded at the proximal end. This is a j-shaped product. The guidewire was returned without the distal tip. The coil started to become overstretched at around 60 cm from the proximal end. The core was protruding at 138.5 cm from the proximal end for 35 cm. The core was intact. The ribbon was protruding at 132 cm from the proximal end for 43.5 cm. The ribbon was kinked at 0.4 cm, 31.5 cm, and 48 cm from the ribbon fracture point. There was also a kink on the guidewire located at 14.2 cm from the proximal weld. As the distal tip was not returned, assessment of the ribbon fracture point was limited to the section received. Evidence of necking was observed at the ribbon fracture point, suggesting that this fracture is due to tensile overload. Examination of the coil indicated that it was sheared possibly during the separation of the distal tip as the classification as reported was "functional: unable to remove" however the guidewire returned without the catheter suggesting that the coil was sheared during removal from the catheter. The coil was slightly pulled away from the proximal weld. No anomalies were observed to indicate a manufacturing issue with the proximal weld. The proximal weld was intact. No other damage was noted on returned guidewire. The initial classification was reported as "functional: unable to remove" however upon investigation the classification as investigated was determined to be "damaged: fracture/shear". At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "excessive force used" and/or "incompatible device used" to have impacted on the event as reported. The root cause is undetermined: cause not established. Lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: exercise care in handling of guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation.